Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. It was also reported that undefined software issues occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.